Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 103232: 60 items manufactured and released on (B)(6) 2010. Expiration date: (B)(6) 2015. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the stem was loose. The cause of the loosening is unknown. The surgeon removed the stem, head and liner. The surgery was completed successfully.

Manufacturer narrative:
On 02 october 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the stem showed a coating almost totally absorbed, except some areas in the distal part. Big grooves in the lower taper and signs on the neck are visible for the extraction of the stem. The dm liner showed a yellowed external surface and some small sign. The metal head did not move well, probably due to the deformed liner after washing/sterilization or for third body between the two surfaces. From the received components it is not possible to determine the root cause of the event.